Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros intact pth (ipth) quality control (qc) results were obtained when using non-vitros mas quality control fluid on a vitros xt 7600 integrated system. Vitros lot 1790 mas lot 2703 level 1 result of 28.79 pg/ml versus the expected result of 21.00 pg/ml mas lot 2703 level 3 result of 1391.42 pg/ml versus the expected result of 1062.10 pg/ml vitros lot 1830 mas lot 2703 level 3 result of 1908.97 pg/ml versus the expected result of 1231.20 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ipth results obtained were from non-patient fluids and not reported from the laboratory. Ortho is not aware of any reported allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros intact pth (ipth) quality control (qc) results were obtained when using non-vitros mas quality control fluid on a vitros xt 7600 integrated system. An assignable cause for the higher than expected vitros ipth results could not be determined. A historical review of qc results for the vitros ipth lot 1790 and 1830 indicates acceptable reagent performance. Additionally, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros ipth reagent lots 1790 and 1830. The customer stores the qc fluids in a refrigerator and allows the qc to warm for 10 minutes prior to testing. The mas package insert states: ¿once control is removed from 2-8°c use immediately.¿ therefore, it is possible qc sample handling could be a contributor to this event. No precision testing was performed on the vitros xt 7600 integrated system at the time of the events and therefore, an instrument related issue cannot be entirely ruled out as a contributor of the events.